Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and scratches on the display window during visual inspection. The insulin pump passed the priming, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and issues with the insulin pump. Customer's blood glucose level was 426 mg/dl. Customer advised the insulin pump was dead and they needed a new device. Customer advised their blood glucose would rise when they would use the insulin pump and go down when they would use manual injections. Customer declined to troubleshoot for high blood glucose or the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.